Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was in the forties on the telemetry monitor although the cardiac resynchronization therapy pacemaker's (crt-p) lower rate was programmed to fifty beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.